Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple sensor discrepancy readings. Insulin delivery was suspended when the customer¿s sensor glucose was 49 mg/dl while their blood glucose reading was 90 mg/dl. They also had a sensor glucose reading of 52 mg/dl when their blood glucose reading was 138 mg/dl. Troubleshooting was performed. They were advised to monitor and call back if issues persist. The product will not be returned for analysis.